Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the pmw35 was used to close trocar sites. The staples did not form properly when introduced in the skin. The surgeon also said that some of the staples rotated in the wound. There was no consequence to the pt.